Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0craz, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0craz, (B)(6), (B)(4) applies to the lead component. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient inquired why the previous healthcare professional (hcp) was no longer on the physician listing. The patient did not want to see the current hcp after she saw him for a device issue. About 2 years ago, there was a change in therapy, the patient started feeling stimulation only slightly on 3 of the 5 programs, so she believes her lead migrated. About 9 months ago, the battery died completely because the patient was no longer feeling the stimulation at all and was having to rely on medication to go to the bathroom. There were no further complications or anticipations reported with this event.